Event description:
It was reported that a change in p-wave measurements, intermittent undersensing, and capturing problems was noted on remote monitoring. The patient was brought into the office with the same test results. Programming changes were made. The patient will be monitored. There were no adverse health consequences, the patient was stable.